Manufacturer narrative:
The suspect device has returned for evaluation. The complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that blood was found to be leaking from a stopcock near the planecta. No patient injury was reported.